Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's therapy was still turning off on them. The patient noticed that the therapy is off and recharging data showed that patient is recharging on certain days from 10-100%. It appeared that the patient was losing stimulation due to battery depletion. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was that the battery was shutting off because of battery depletion. The rep reprogrammed the device and put cycling on. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the stimulation was turning off by itself. The patient that they went to charge the ins a few times and the ins had not depleted. The patient reported that the ins was off, and they were experiencing some pain. The patient was walked through how to turn the ins back on and how to lock the controller screen. The patient was instructed to keep a log of when the stimulation turns off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was turning off while attempting to recharge. The patient's wife connected while recharging to show the rep what was happening. The issue has been occurring since implant. The usage in the diary was 34% in the last month and they didn't think the ins was discharging. A user issue was suspected and the rep was going to educate the patient on not pressing the top button unless they need to turn stimulation off. In addition, a diary was requested to be kept to see when the ins was turning off with date and time and when symptoms return. No further complications were reported.